Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted that the screws holding the microswitch were loose. The microswitch was repositioned and tightened. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a preoperative checkout, when switching between bag mode and ventilator mode, mechanical ventilation would not start. There was no report of patient involvement.